Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 186666 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 186666, test base part number 195-430h/ lot 173829. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 186666 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single-use, device discarded.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self test for two tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). Additional testing was performed (at cvs) on (B)(6)2023 using unknown brand of antigen test which generated a negative result. Repeat testing was performed on (B)(6) 2023 which generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self test for two tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). Additional testing was performed (at cvs) on (B)(6) 2023 using unknown brand of antigen test which generated a negative result. Repeat testing was performed on (B)(6) 2023 which generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.